Manufacturer narrative:
Apogee surgical mesh is recommended for use as treatment of vaginal prolapse. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2010-00324. On (B)(6) 2008, a bladder suspension procedure was done using a surgical mesh. "Upon info and belief, this mesh is manufactured by defendant american medical systems, inc. And is called an apogee system and a perigee system." Following surgery, the pt allegedly experienced, "a great deal of pelvic pain, urinary incontinence, sharp pains during urination and continuous infections." On (B)(6) 2008, "the mesh and stitch were removed from her bladder in multiple pieces. The synthetic mesh had eroded into her bladder." She "continued to experience the same painful symptoms and problems." She underwent another surgery on (B)(6) 2009, "to remove the previous graft arm", then was implanted with another mesh device by a different MFR. She, "continued still to suffer with the same painful symptoms and problems." On (B)(6) 2010, she had a, "complex surgery" to remove more eroded mesh and continues to experience, "the same painful symptoms and problems."